Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID: hh90t01, serial# (B)(6), product type: mobile platform. Product ID: tm90t0, serial# (B)(6), product type: accessory. Product ID: hh90t01, serial# (B)(6), product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine, fentanyl, and bupivacaine via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2024, the patient reported that they had been having nothing but issues with their handset. The patient stated that they were given a new handset a while back and the new handset used to go "super quick" but now it was getting slower and slower to connect to the pump and stalled at 90 percent. The patient stated that it could sometimes take 15-20 minutes. The agent asked the patient how many boluses a day they got, and the patient said they were supposed to get 14. The agent walked the patient through turning airplane mode on and off and restarting the handset and then the patient was able to connect and see their lockout time. Additional information was received on 07-oct-2024 from the patient who reported that they were still having issues with connecting so the home infusion company reduced their boluses from 14 to 12 and increased the daily dose which made patient extra sleepy. The patient also stated that they were given "an extra" ptm (personal therapy manager) that the clinic had at their office to see if their connection would be quicker which at first it was but now it wouldn¿t connect. It was noted that the patient was emotional throughout call which made it hard to focus on the reason for the call. The patient confirmed that they would sometimes get connected but not always. The patient also mentioned the communicator will "always" be on yellow. The agent asked the patient if the device ever got to the green light and the patient said yes but it died quickly. The agent agreed to replace the devices and the patient was going to call back if the connection issues persisted. It was noted that the patient was aware that replacing the handset was not a guaranteed fix for the long connection times. A replacement communicator and handset were requested from the repair department for the poor communication and device freezing. No indication of patient harm.